Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a pyeloscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed a strip of the inner lumen that peeled off and was floating inside the ureter. The detached piece was retrieved using a basket and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.